Manufacturer narrative:
A ge service rep provided over the phone technical support for the customer and answered questions regarding the sram. The customer reported the system was working as intended.

Event description:
The customer reported that during a procedure the system's workstation turned on but the c-arm would not boot up. No pt injury was reported.